Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. Internal ID #: (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported roadmap scenes not being clear during an emergency neurology procedure. The patient had to be moved, and the procedure was successfully completed on an alternate system. There is no report of impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in germany.

Manufacturer narrative:
Siemens completed investigation of the reported issue. "Roadmap" is a special operating mode in which fluoroscopy images are subtracted from one another and displayed subtracted. During fluoroscopy, an image is inverted (mask) and superimposed over all subsequent fluoroscopy images. Roadmap makes catheter and guide wire positioning easier by emphasizing the vessels. To avoid any motion artifacts caused by changing the position between subtracted images, the patient should not move during the roadmap mode, nor should the patient table or system be moved. The on-site service intervention revealed that the patient table was slowly and continuously lowering due to a defective table lifting device. Therefore, the roadmap functionality should not have been used as the acquired live images would not match the vesslemap/mask resulting in bad image quality. The table lift assembly was replaced at the concerned site; the reported error was resolved and has not re-occurred since. Detailed investigation of the returned part revealed that a valve of the hydraulic lift was defective. As a result, the pressure inside the cylinder decreased continuously, causing the table to move slowly downward. The reported system was brought back to specifications.